Event description:
Information was received that patient has generator prophylactically replaced and lead replaced due to lead fracture. Explanted generator and lead connector pin were received and are awaiting product analysis. No additional relevant information has been received to date.

Event description:
Generator product analysis (pa) was completed and reviewed. Various electrical loads were attached to generator and diagnostics tests demonstrated that accurate resistance measurements were obtained for all. The generator performed according to functional specifications. The battery measure 2.96v with intensified follow up indicator (ifi) = no and 59.265% of battery having been consumed. There were no performance, or any other type of adverse condition found with the pulse generator. Data dump was reviewed for generator. Lead product analysis (pa) was completed and reviewed. A large portion of the lead body was not returned and therefore could not be evaluated. The conditions of returned lead portion are consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the one and a half-set screw marks found near the end of the connector pin, indicating the lead pin had not been fully inserted into the cavity of the generator. Canted screw indentations were observed on the rear end of the small front o-ring. X-ray images were taken during the decontamination process, confirming an inadequate electrical connection between conductive surfaces of the generator and connector ring, resulting in a suspect electrical connection to the lead. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead no additional relevant information has been received to date.

Event description:
It was reported that patient was having vns revision due to lead fracture. No surgical intervention has been reported to date. No additional relevant information has been received to date.